Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. The customer stated that the reservoir was not able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The reservoir o-ring is present but has loosened to a point where it has lost its gripping power. In other words, it is as if it is missing. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the loose retainer.